Manufacturer narrative:
(B)(4). The opt970 tracheostomy interface, is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding toremove the load of the breathing circuit from the patient's trache. Method: the complaint cannula was not received at fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Result: the customer reported that the opt970 tracheostomy interface was found "cracked". Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannulas would have met the specification at the time of production. Our user instructions that accompany the opt970 tracheostomy interface states: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death - do not crush or stretch tube, to prevent loss of therapy.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that the opt970 tracheostomy interface was found "cracked" before use. There was no patient involvement.